Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported.